Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart. The customer's blood glucose value was 119 mg/dl. Customer reported they were unable to clear the alarm. Customer stated they were able to rewind the pump. The customer received another unexpected restart alarm after a battery change. Customer was advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement, a-21 error test and self test. No a21 alarm noted during test. (B)(4).